Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code (B)(4), belt/monitor unusable, damaged connector) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code (B)(4) (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code (B)(4), belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to an damaged pulse wire in the cable connecting ECG "a" and ECG "b." The root cause for the damaged wire was excessive force. No adverse event resulted from the defective electrode belt. Device manufacturer date: monitor: 05/31/2016, electrode belt: 04/15/2015.

Event description:
A us distributor reported that a patient was receiving service code (B)(4) messages (belt/monitor unusable) and had a damaged belt connector.